Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Event description:
It was reported patient lost effective therapy due to high impedances on both leads. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
"The reported ¿ high impedance¿ issue was confirmed. Analysis of the 3189 lead found a kink on the outer tubing where all internal wires were broken. The root cause of these fractures is unknown as there were no reported falls, trauma, or accidents prior to the reported event. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue."